Manufacturer narrative:
Patient weight not made available from the site. On 11/27/2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. On 11/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that, while in a cranial procedure, the site's navigation system became unexpectedly unresponsive. This issue occurred three times, each time the navigation system was powered-down and re-booted to restore normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the computer booted normally to the application screen. During a multi-day burn-in test the system navigated normally. The computer passed phd testing. Testing was unable to replicate the reported issue. A software investigation was completed based on the logs of the returned computer. The software investigation found nothing in the logs that specifically indicate why the system repeatedly became unresponsive. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Software logs from the system were analyzed. It was determined that the computer should be replaced. A new computer was sent to the site and installed in the system. After new computer was installed system passed all hardware, software, and instrument testing. No fault found, fully functional.